Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call the insulin pump alarmed motor error during set change. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the drive support cap was loose. It was also mentioned that the insulin pump had a no delivery alarm and customer had a high blood glucose of 400 mg/dl and treated with manual injection. Customer's blood glucose reading was 455 mg/dl at the time of call. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.